Event description:
Report rec'd of the pump failing to alarm for air in line. The pump was programmed to deliver 110ml of an unspecified antibiotic at a rate of 100ml/hr, with a vtbi (volume to be infused) of 90ml. Forty-five minutes later, the nursing staff returned to the pt's room to check the infusion. At this time it was discovered that the infusion was complete and there was an estimated "eight inches" of air in the tubing distal to the cassette. There was no reported audible alarm. There was no reported adverse pt effect. The pt was discharged home. Though requested, there was no further info available.